Event description:
Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign objects in the nozzle, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was chipped, and water removal was reduced due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a problem with the aspiration system. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.